Event description:
The customer reported to olympus, during a colon polpectomy procedure, olympus devices malfunctioned and the intended laparoscopic procedure was converted to an open (abdominal) surgery. There was an image failure before, during and after the intended polpectomy. The image failed when extending a snare for polypectomy. The customer tried two different colonoscopes with the same light source and no image was displayed. Polypectomy could not be performed. The intended procedure was not completed and an open surgery was performed. This event includes 3 reports: (B)(6): light source, clv-190, sn: (B)(4). (B)(6): gif-h185, sn: (B)(4). (B)(6): cf-h185i, sn: (B)(4). This report is 3 of 3 for (B)(6): cf-h185i, sn: (B)(4).

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer¿s reportable complaint was confirmed. In addition, the following non-reportable device malfunctions were observed: due to shortcut of switch button cable, control unit gets warm, suction cylinder has discoloration, scope connector cover is shaved, control unit has a crack, grip is shaved, switch box has a scratch, forceps channel port has a scratch, flexibility adjustment ring has a scratch, right/left knob has discoloration, light guide cover glass has a scratch, plug unit has corrosion due to water leakage, scope connector case unit has corrosion due to water leakage, cable unit has corrosion due to water leakage, circuit board unit in scope connector has corrosion due to water leakage, micro connector unit in scope connector has corrosion due to water leakage, due to damage on air/water tube, water removal ability does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, plastic distal end cover is deformed, light guide lens has a crack, adhesive on bending section cover has a crack. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that during user handling of the device, water invaded the scope connector causing an abnormality in the electrical components. This resulted in the black out. Therefore, the procedure could not be completed, and other planned procedures had to be cancelled. The root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿preparation and inspection - 3.8 inspection of the endoscopic system - inspection of the endoscopic image - confirm that the wli and nbi endoscopic images are normal.¿ this supplemental report includes information added to d9, e4. H3 and h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer. New information added to b5. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
Additional information received from the customer: the customer reported each olympus device was inspected prior to use (plugged in, light check, suction and flush or equipment, and imaging). No patient injury or harm experienced. The customer also reported additional procedures for other patients needed to be cancelled due to the equipment failure and some patients were seen in another hospital.